Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient had a head trauma. The external device was working well. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
According to the report, the patient had a head trauma. The external device was working well. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match the damages found. This is a final report.

Event description:
According to the report, the patient had a head trauma. The external device was working well. The device was explanted on (B)(6) 2016.